Event description:
According to the available information, the appearance of blood was in the urinary bag after using the catheter. The issue was resolved by switching to foley 3-way catheter of the same size.

Manufacturer narrative:
B3: estimated date.